Event description:
The subject device was used during a procedure of ectopic pregnancy. After about 1 minute use, the ptfe pad of the device fell off inside the patient. The fragment of the ptfe pad was retrieved with forceps and suction. The procedure was completed with the subject device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.